Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back in and reported that they had an appointment for their MRI january 30th. Pt reported it takes them 3 hours to recharge the implant. Pt stated they will call back in once they had the MRI and can confirm the implant positioning for further troubleshooting.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Patient was redirected to patient services. The reason for call was patient reported they had excruciating pain in their back, on the side where the implant was. Patient stated they felt as though the implant was 'floating' around in their body, which was causing them excruciating pain whenever they moved. Patient said they were not in pain when sitting or standing still; when they moved, patient said the pain felt like "a large animal was kicking them in the back." Patient stated they could not think clearly due to the pain. Patient stated there is "no injection or pill they can take to behave like a human person." Patient said they were able to connect the recharger, but when they were searching for the implant, they got the error 'cannot be found' and they thought the ins battery was depleted. Agent inquired when the patient's issues began, but they did not provide an answer. Patient mentioned they wished they could have the non-rechargeable type of ins battery that someone told them about. Due to the nature of the call, agent did not have patient try to recharge the ins. Patient stated they had an appointment at the va clinic for some medical work, so they called ahead to see if they could take an x-ray of their back to check if the implant had migrated internally. Patient said they spoke with someone who stated it was not unusual for the implant to move, and suggested something may have broken loose. Agent attempted to confirm who the patient spoke to, but was uncertain if this was the prior to mobile help line, agent or a medical professional. Agent reviewed information and redirected patient to their healthcare provider to further address the issue. Patient was concerned that the va would not be able to give them an x-ray unless scheduled far in advance. Agent continually tried to redirect to their doctor (hcp) for further assistance, but the patient kept repeating that the va hospital couldn't help them. Agent suggested the patient may want to try going to the emergency room depending on the severity of the issue, and provided the number for the hcp on file. Patient was concerned about taking an ambulance to a hospital and not having a way home. Patient mentioned they have an appointment coming up with a doctor to get their toenails cut, since they can't bend down and do it themselves. Agent advised they may be able to get assistance scheduling an appointment for an x-ray when they meet with their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.